Event description:
The customer reportedly obtained a 67mg/dl, 166mg/dl and 126 mb/dl on the accu-chek advantage system within a ten minute timeframe. The customer fell hypoglycemic. The customer did not receive third party intervention. She called per physician to report the erratic result and he advised her to dose herself with additional insulin. No adverse event reported. New system sent to customer and return requested.